Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced an ischemic stroke. The patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman ® laa closure device was successfully implanted in the laa without issue. The next morning the hospital staff noted the patient had some confusion and slurred speech. Her husband indicated that the symptoms began the previous evening, after the procedure. CT scan and MRI were performed. The MRI revealed two punctate areas of acute infarct in the junction of temporal and occipital lobes. A limited surface echocardiogram was performed; no focal abnormalities noted. The patient was stable and being monitored. All stroke symptoms completely resolved that day.